Manufacturer narrative:
No conclusion can be drawn as repair information was not reported at this time; a service call is anticipated.

Event description:
The customer reported the system freezes regularly and must be turned on and off again to remain functional. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.